Event description:
New endo flip 16cm nasal tip connected to endo flip machine. Would not calibrate, md states that it was a probe failure and to remove it from service. This occurred before the patient entered the procedure room. Another new endo flip 16cm nasal tip was obtained for the procedure and calibrated appropriately.